Event description:
Reporter alleged obtaining a discrepant blood glucose value of 19 mg/dl back to back with a result of 64 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated that on a different day, she obtained an additional comparison of 20 mg/dl, 23 mg/dl and 76 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.